Event description:
I started a tms transcraneal magnetic stimulation treatment as part of a residence program at (B)(6). The medical device was branded neurostar - model number unk. After 5 or 6 treatments I asked the attending psychiatrist to stop the treatment because I noticed problems with long term memory recall and speech. Ten months later the memory recall problem have persisted. I never had these problems before and they started during tms treatment.